Manufacturer narrative:
Event date: the peritonitis occurred on an unspecified date in (B)(6) 2016. Initial reporter telephone number: (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as ¿due to personal stress the patient had not been paying much attention to dialysis¿ and most likely the tube ¿touched something¿ and it was not replaced. The patient reported they had been to the hospital where they were treated unspecified antibiotics for peritonitis, which cleared in a month. Action taken with dianeal and extraneal therapies was not reported. The patient was recovered from this peritonitis event. The patient declined retraining on the proper aseptic technique. No additional information is available.